Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that tip detachment occurred requiring additional intervention. The 70% stenosed target lesion located in the mildly tortuous and severely calcified middle of right coronary artery. A 185cm pt guidewire was selected for use and spun by the physician until it became stuck in a calcific artery. It was then pulled back, but the tip remained in the artery. Subsequently, a snare was used to completely remove the fractured part of the wire. The procedure was completed with a different device. There were no patient complications reported and the patient was fine.